Manufacturer narrative:
Impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient was on impella cp support and during support, the patient had low platelets with suspected heparin-induced thrombocytopenia. Platelets were monitored and transfused. Additionally, the patient had ectopy and the pump was repositioned. The patient was started on amiodarone. Support continued.